Manufacturer narrative:
A supplemental report is being submitted for correction. B5. Description event to problem was corrected with additional info h2: fdr and fdc were corrected. Incorrect decision made and product is erroneously reported. Supplemental sent to indicate there were no allegation against the prod uct. Results of device analysis would not be sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were a couple of patients with same patient identification (ID) number on the remote monitoring network. It was noted they were unable to reproduce the error for the customer as the issue was intermittent. Technical support was provided, they attempted to assign in/out from test clinics with patient ids populated however, they were not able to replicate the issue. They assumed that there is an issue with the user's browser itself since it seems intermittent. Maybe the user is clicking the browser's 'back' button and populating the previous patient's patient ID accidentally or using the browser in incognito mode.

Manufacturer narrative:
A report is being submitted for investigation completion. The product data was reviewed. There is potential this is happening at enrollment, if the clinic is using some sort of copy and paste, or macro to automatically fill the patient enrollment fields. It was verified in diagnostic mobile programmer (lmm) application registration information, the patient identifier entered in lmm and in the device both do not match what is in remote monitoring network, so there is no way remote monitoring network can push the wrong information to the patient's profile. It is getting manually entered. Requested more information regarding the workflow for the clinic, to check further. Contributing factors that can lead to this event are user error related to profile management. This event was foreseen in risk management and is included in monitoring; therefore, no further investigation was required. There was no indication that the event was related to a possible manufacturing issue, therefore no device history record review was performed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were a couple of patients with same patient identification (ID) number on the remote monitoring network. It was noted they were unable to reproduce the error for the customer as the issue was intermittent.